Event description:
It was reported that an advance sling was removed due to erosion six weeks prior to (B)(6) 2015 at which point the patient was implanted with an alternate continence device. No additional patient complications were reported in relation to this event.